Event description:
The complainant alleged that the emergency room clinicians were attempting to pace a patient (age and gender unknown), but the device failed to pace the patient. The complainant indicated that there was "absolutely not" any adverse effect on the patient as a result of the reported malfunction. Please reference medwatch report number 1220908-1999-00897, which documents another patient event that occurred with this same device.